Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; the patient has not been reimplanted with a new device as of the date of this report. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient was hospitalized in (B)(6), 2011 (date not specified) and again in (B)(6), 2011 (date not specified) for an infection and skin flap necrosis around the implant site. The implanted device remains.